Manufacturer narrative:
The DHR, complaint trending, retains testing, concomitant product evaluation and visual analysis were not performed as there is sufficient information to determine user error as the cause of the issue. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The assignable cause of the issue can be attributed to user error. The customer reported they had been storing the ci tape next to the sterrad cassettes. In addition, they stated the ci tape was left on a roller for use. The asp technical services representative (tsr) advised that the ci tape should not be stored near h2o2 or any other chemicals and it should be properly stored away. The customer was advised to follow the IFU for proper storage requirements. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 10415. Expiration date - the correct expiration date is 02/28/2017.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. The customer stated they were storing the sterrad® sealsure chemical indicator tape next to 100s cassettes. The customer was advised to follow sterrad® sealsure chemical indicator tape IFU regarding the storage requirements which states to store the product away from sterilizer or sources of ethylene oxide, hydrogen peroxide and strong acids. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.